Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One tapered screw vent (tsvb11) with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use, however, no apparent malfunction identified. Pre-existing patient condition noted on the per was type IV (low) bone density. The reported device was being placed on tooth # 22 (fdi) when the incident occurred. The reported event could not be recreated due to the nature of the dental device and event (bone fracture). Device history record review was completed for the subject lot number (1237431). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the subject lot number (1237431) using keyword 'bone fracture' and no other complaint was identified. June post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction has not occurred and the reported event is non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that during placement procedure of the implant at tooth location 22, the cortical vestibular bone fractured causing the implant to not achieve primary stability and having to be removed. Procedure was completed by placing graft on the site. Patient will return in 6 months for a new implant.